Manufacturer narrative:
(B)(4). Medical devices: sheath: 26french, steerable guide catheter, 1 implanted mitraclip. The customer reported the clip delivery system was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The two steerable guide catheters (71018u237, 71028u122) are filed under separate medwatch report numbers.

Event description:
This is filed to report the complete clip detachment (ccd). It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The steerable guide catheter (sgc 71018u237) and first clip delivery system (cds 71026u259) were advanced to the left atrium. The clip was positioned and deployed at a2/p2. The second cds (71002u126) was advanced to the mitral valve. The clip was deployed lateral of a2/p2, reducing the mr to 1-2. Before the gripper line was removed, the clip flipped up above the valve and was attached to some undetermined portion of the anatomy. The clip was still attached via the gripper line. The mr returned to 4, with possible chordal rupture. The cds was removed, leaving the clip and gripper line in place. While trying to determine what the clip was attached to, the clip freed itself and was only attached to the gripper line. The gripper line was retracted, pulling the clip to the tip of the sgc and into the right atrium, but only one clip arm could be retracted into the sgc. A second sgc (71028u122) was advanced into the left groin, while leaving the first sgc in the right groin with the detached clip. The third cds (71004u102) was then advanced, using the second sgc. The clip was deployed at a1/p1, reducing the mr to 3. A 26 french introducer sheath and snare were used to retrieve the second clip and gripper line through the second sgc. After the devices were removed, a large asd was present, which both sgcs contributed to. A 30mm asd occluder was placed for treatment, and the patient was confirmed to be stable. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The reported patient effect of mitral valve injury (tissue damage) as listed in the mitraclip nt system instructions for use, is a known possible complication associated with mitraclip procedures. All available information was investigated and the reported complete clip detachment appears to be due to patient morphology/pathology (calcified leaflets). The difficult to remove the clip delivery system (cds) was a result of complete clip detachment and the clip not being able to be retracted into the steerable guide catheter (sgc). The tissue damage was due to the clip detaching from the leaflets. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.